Event description:
Additional information was received that the patient is pacer-dependent.

Manufacturer narrative:
The reported event of ¿rv lead noise¿ was confirmed. As received, a partial distal segment of the lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. Other damages found are consistent with procedural damage.

Event description:
During a normal device exchange procedure, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The rv lead was then explanted and replaced to resolve the event. The patient is stable.